Event description:
It was reported that the bd insyte¿ IV catheter was found "bulging" during use. The following information was provided by the initial reporter, translated from spanish: "when uncovering the #18 intravenous catheter, it has a poor manufacturing presentation, which is seen to be bulging and cannot be used to puncture the patient since it would cause harm to the patient."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 14-oct-2022. H6: investigation summary: bd received a 18 gauge insyte device from lot 1333145 for evaluation. Our quality engineer visually inspected the returned unit and observed a defect to the catheter tip. The defect was identified as a burr. Therefore, based off the visual inspection the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect. This type of damage can come from the catheter tipping process. The manufacturing facility has been notified of this incident and the findings. Corrective maintenance has been performed on the catheter tipping machine to prevent recurrence and ensure that the machine is operating correctly.

Event description:
It was reported that the bd insyte¿ IV catheter was found "bulging" during use. The following information was provided by the initial reporter, translated from spanish: "when uncovering the #18 intravenous catheter, it has a poor manufacturing presentation, which is seen to be bulging and cannot be used to puncture the patient since it would cause harm to the patient."

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.